Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the first 3-4 nights it was wonderful, they were getting up once or twice at night but suddenly on saturday night or during the night they started getting up every hour on the hour and had to pee and their bladder was wet, their diaper was soaking wet. Patient said the next day during the day it was ok but that night was awful, they went to bed at 10pm and woke up at 12am and was up about every hour and a half all night long, wet a lot. Patient asked if there was something they could adjust. Reviewed therapy optimization information, stim sensation information, control equipment general use and function and recommended tracking their results. Redirected to their doctor. Patient said their follow up appointment wasn't until november 6th. During the call patient was successful to sync with their implant and increase stim to a comfortable setting. Patient will maintain stimulation level and will continue to track symptoms. They confirmed stimulation was comfortable. The patient mentioned they had the trial several weeks ago. Additional information was received from the patient on (B)(6) 2025. The reason for call was patient said they started out great the first 4 or 5 nights and then all of a sudden, they were back to where they were before, getting up 6 or 7 times and 2 straight nights. Patient said they called the manufacturing representative (rep) yesterday and they increased it from 1.5 to 1.8 and last night they didn't have any problems so it seems the adjustment helped. Patient mentioned they did not feel any stimulation after the rep helped them increase the stimulation. Patient mentioned they felt the stimulation a couple times after implant but after leaving the hospital, they made adjustments so they didn't feel the stimulation any longer. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they have an appointment with the nurse practitioner (np) on (B)(6).

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that during the first week or so after implantation, the device was effective and they were only getting up twice a night. However, suddenly they began getting up 5 - 6 times a night. The patient stated they previously spoke with an agent who advised them to increase the stimulation from 1.5 to 1.8, which helped for a few days, but then the frequency of nighttime awakenings increased again, with six times last night. During the call, the agent assisted the patient in increasing the stimulation to 2.0, but the patient reported that they have not felt the stimulation. The patient was redirected to their healthcare provider (hcp) to further address the issue and mentioned they are waiting for an appointment with the nurse practitioner on november 6th.